Event description:
It was reported that during a routine check performed by the customer, the display of the cs300 intra-aortic balloon pump (iabp) was flickering. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and confirmed that on power up the display flashes and is unreadable. To resolve the issue, the stm replaced the display interconnect cable and verified proper display function. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks passed to factory specifications. The iabp was released to the customer and cleared for clinical use.

Event description:
It was reported that the display on the cs300 intra-aortic balloon pump (iabp) was flickering. It is unknown under which circumstances the event occurred or if a patient was involved, however, there was no adverse event reported.

Event description:
It was reported that during a routine check performed by the customer, the display of the cs300 intra-aortic balloon pump (iabp) was flickering. There was no patient involvement, and no adverse event reported.